Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire medical determined the root cause due to user fault. The high pressure o2 hose snatched out from the connector. High o2 inlet pressure (10.5 bar) was visible on the logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has oxygen leakage sound inside the unit. The customer confirmed that there was no patient involvement associated with the reported event.